Event description:
It was reported that a malfunction occurred with code 12, and the technical support team assisted the customer with resetting the pump. There was no reported impact to the customer's blood glucose level. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code reappears.